Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I am 1 week 2 days post-op') in a(B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included contact laxatives. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced tooth injury ("the enamel on my teeth decayed is falling off / teeth decayed is falling off"), dental caries ("the enamel on my teeth decayed is falling off."), tooth fracture ("teeth break / teeth break"), vaginal discharge ("experiencing a constant clear discharge w/a slight odor/ fluid discharge"), pain ("very sore at a time"), constipation ("constipation is causing the stomach pain") and abdominal pain upper ("constipation is causing the stomach pain"). The patient was treated with surgery (essure removal surgery). At the time of the report, the medical device removal, tooth injury, dental caries, tooth fracture, vaginal discharge, pain, constipation and abdominal pain upper outcome was unknown. The reporter considered abdominal pain upper, constipation, dental caries, medical device removal, pain, tooth fracture, tooth injury and vaginal discharge to be related to essure. The reporter commented: cross referenced with plaintiff case number: (B)(4). Cross referenced with plaintiff case number: (B)(4). Concerning the injury reported in this case the following ones were described in the social media-vaginal discharge, pain, constipation, abdominal pain upper, medical device removal. Most recent follow-up information incorporated above includes: on 2-dec-2019: social media received new events "experiencing a constant clear discharge w/a slight odor/ fluid discharge,very sore at a time, constipation, stomach pain, I am 1 week 2 days post-op", reporters information was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.